Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insulin leaked from a bd relion® insulin syringe 1 ml, 31 g x 8 mm, after consumer pre-filled and re-shielded her medication to store for future use. There was no report of injury or medical intervention.